Manufacturer narrative:
Internal complaint reference case (B)(4). Article: wiltshire d, cronin m, lintern n, fraser-kirk k, anderson s, barr r, bennett d, bond c. The debate continues: a prospective, randomised, single-blind study comparing coblation and bipolar tonsillectomy techniques. J laryngol otol. 2018 mar;132(3):240-245. Doi: 10.1017/s0022215117002328. Epub 2017 nov 20. Pmid: 29151376.

Event description:
It was reported that on literature review ¿the debate continues: a prospective, randomised, single-blind study comparing coblation and bipolar tonsillectomy techniques¿, after the procedure using the coblator ii with evac 70 wand, seven patients had secondary bleeding requiring re-hospitalization. No further information is available.

Manufacturer narrative:
H10 h6 the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and instruction for use/device labeling review could not be conducted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.